Event description:
Customer reported that when a physician is dictating a pt in the dictation tab and is requested to review another pt's images under the browse tab, the physician is prompted to save or cancel the dictation he was dictating on. If the physician chooses cancel, when he selects the pt under the browse tab, the info is sent to talk. When the physician returns to the dictate tab and begins dictation on the pt he was previously dictating on, the pt info for the pt selected in the browse tab is still in talk. There was no reported pt injury associated with this event.

Manufacturer narrative:
This MDR is being submitted late as this is part of our ongoing quality improvement activities. We have updated the risk assessment control record and the update has resulted in the assessment that this reported complaint meets the reportability criteria as outlined in the risk assessment control record for ge healthcare. This workflow sequence is tied to a dual mode ra-1000 and talk station extends. Dual mode install is ra1000 client and talk station client install of running on separate machines communicating with each other through extends. In this installation, when a physician is dictating on a pt in the dictation tab of ra1000 and attempts to open a completed report under work modes palette, the physician is prompted to own, contribute or cancel the dictation in talk station. If a physician chooses cancel in talk, the talk station will still have the previous pt's info in its header, but the body is blank. This would allow the physician to dictate the wrong info on the pt. No further investigation will be performed. This will be resolved with the release of 3.0.5.3. (B) (4).